Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012168334). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release of the valve at a depth of 5 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc), the valve dislodged towards the ventricle due to an interaction with the delivery catheter system to a new depth of 10 mm on the ncc and 18 mm on the lcc. Paravalvular leak (pvl) was observed along with a near impingement of the mitral valve leaflet. Subsequently, a balloon aortic valvuloplasty was performed in attempt to stabilize movement of the valve and eliminate the pvl; however, was unsuccessful. A vascular snare was applied to both outflow paddles of the valve and an attempt was made to move the valve towards the aortic annular plane without success. The valve dislodged into the ascending aorta as a result of this attempt. Subsequently, a non-medtronic valve was successfully implanted in the aortic annulus. The medtronic valve remained implanted in the patient with the valve inflow near the sinotubular junction and the valve outflow in the ascending aorta below the great vessels of the aorta. The patient remained hemodynamically stable throughout the procedure. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release of the valve at a depth of 5 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc), the valve dislodged towards the ventricle due to an interaction with the delivery catheter system (dcs) to a new depth of 10 mm on the ncc and 18 mm on the lcc. Paravalvular leak (pvl) was observed along with a near impingement of the mitral valve leaflet. Subsequently, a balloon aortic valvuloplasty was performed in attempt to stabilize movement of the valve and eliminate the pvl; however, was unsuccessful. A vascular snare was applied to both outflow paddles of the valve and an attempt was made to move the valve towards the aortic annular plane without success. The valve dislodged into the ascending aorta as a result of this attempt. Subsequently, a non-medtronic valve was successfully implanted in the aortic annulus. The medtronic valve remained implanted in the patient with the valve inflow near the sinotubular junction and the valve outflow in the ascending aorta below the great vessels of the aorta. The patient remained hemodynamically stable throughout the procedure. No additional adverse patient effects were reported. Additional information was received that the pvl severity was moderate. Additionally, it was confirmed that the valve dislodged on its own following deployment without interaction with the dcs.

Manufacturer narrative:
Continuation of d10. Brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012168334); product type: 0195-heart valves; implant date ; explant date updated data: b5. Corrected data: a1. H11. H6. Removed b17 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.